Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 557 mg/dl at the time of incident. The customer did not provide details regarding symptoms and treatment of their high blood glucose episodes. Customer stated that they received blank display and insulin flow blocked alarm. Customer stated that the display was not blank less than 30 seconds and did not return. Customer stated that display returned after insulin pump restart. Customer reported that alarm did not occur during fill tubing. Customer was advised to that insulin pump had received post-reset ram crc alarm and power loss alarm and their alarm was clear. Customer also stated that a low battery alert prior to the replace battery alert or replace battery. Customer troubleshoot was performed. The insulin pump will not be returned for analysis.